Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his left eye (os) on (B)(6) 2012. The patient reported had a second surgical procedure because the lens had to be removed, replaced or repositioned. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review, work order search. Results: per medical review - on the patient follow-up form, received on 12/10/2013, the patient provided positive answer to the question about secondary surgically intervention in regards of removal, repositioning, or replacement of the icl the actual procedure was not specified. No additional information/clarification about the procedure has been received to date. The reassessment will be performed upon the additional information is obtained. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens not returned. (B)(4).